Event description:
It was reported that during a cardiac arrest that the monitor did not alarm at the bedside or at the central station. The log files retrieved from the time of the event show that a red bradycardia alarm was generated at the bedside and at the central monitoring station. The alarms ended 5 minutes later without being acknowledged or silenced. There was no delay in resuscitation or treatment as the nurse was present in the patient room and witnessed the ECG changes. No further details were provided by the customer concerning the patient outcome, other than the resuscitation was successful.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and provided a log analysis. The red bradycardia alarm rang at around 11:54 and the red bradycardia alarm ended around 11:59. The details are as follows: room 7 generated a red bradycardia alarm around 11:54 and 16 seconds. This instance caused a red alarm sound around 11:54 and 43 seconds on the picix reaix1 central stations, on ovw3-1 and on ovw2-1. The bradycardia alarm ended around 11:59 and 37sec in room 7 of the poly ied without the red alarm having been acknowledged or silenced. The logs of the central station confirm that the red alarm was emitted with a red tone. The same logs were submitted to philips to be further evaluated by a product support engineer (pse). The pse noted the bedside configuration could at least be used to assess the technical possibility of setting the alarm volume to a low level or even zero, which would explain why customer alleged the device did not alarm. The configuration was (per our license server activity log) last programmed to this device on (B)(6) 2016; therefore, most likely the same configuration is still being used. The minimum alarm volume in the device configuration is set to ¿1¿ and the steps to automatically increase the volume every 20 seconds are deactivated. One can conclude the alarm volume was set to a too low volume during the event and not recognized. No further investigation or action is warranted at this time.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during a cardiac arrest that the monitor did not alarm at the bedside or at the central station. The log files retrieved from the time of the event show that a red bradycardia alarm was generated at the bedside and at the central monitoring station. The alarms ended 5 minutes later without being acknowledged or silenced. No other clinical information or medical intervention was reported. It is unclear if there was any impact to the patient outcome due to the alleged device event. The device was in clinical use at time of event.